Manufacturer narrative:
Approximate age of device- 6 years and 6 months. The pump remains implanted supporting the patient; however, a portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented to the clinic with a break in the percutaneous lead (driveline) over a previous replacement site. The patient was admitted to the hospital and underwent a distal end driveline replacement on (B)(6) 2018 without issue. The patient is expected to be released home on a regular grounded patient cable. No additional information was provided.

Manufacturer narrative:
Section b7: additional information the referenced previous percutaneous lead replacement was reported under medwatch MFR # (B)(4). Device analysis: the reported damage to the existing percutaneous lead (driveline) repair was confirmed through a submitted photo and evaluation of the returned portion of the driveline. The replaced portion of the distal end driveline was returned measuring approximately 13 inches with a previous repair site present at the proximal end. Examination of the repair site revealed a tear to the outer grey tubing. No further issues with the repair were identified. Examination of the remaining driveline did not reveal any issues to the outer jacket or bionate layer beneath. Electrical continuity testing did not reveal any discontinuities or shorts. The metal shielding showed breakdown adjacent to the controller connector and approximately 8" from the system controller metal connector. Examination of the wires beneath did not reveal any signs of abrasion or insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to a functional issue. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.